Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the patient experienced mild adverse event of fatigue and moderate adverse event of spasmophilia that were both probably related to the study procedure and not related to the study device. The adverse events did not require any intervention. The fatigue was reported to be resolved on (B)(6) 2020. The intra-operative vasospasm occurred during the guidewire and distal access catheterization in the right internal carotid artery, and was treated with a local injection of nimotop. The vasospasm was resolved and the procedure was continued. Additionally, the patient experienced access site femoral artery dissection which resulted in prolonged hospitalization from (B)(6) 2019 to (B)(6) 2019. The patient was treated with compression bandage, strict rest in bed, anticoagulant, and percutaneous intervention. The issue was resolved on (B)(6) 2019 with no sequelae. It was assessed the dissection was not related to the study device, but had a causal relationship to the procedure.